Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that, the patient contacted support after running out of insulin and experiencing an issue during a site change in which insulin was observed leaking from the connector rather than the insertion point. The tubing was replaced, but the issue persisted. The agent assisted the patient with a rewind and a full supply change. Following these actions, insulin delivery resumed and blood glucose levels began to decrease. The patient reported that blood glucose levels were affected, with a highest recorded value of 208 mg/dl, and levels above 180 mg/dl for approximately one hour. No device alerts for blood glucose above 300 mg/dl for over 90 minutes were reported. The patient did not use any back-up therapy, did not perform ketone testing, and had not received any recent steroid injections. No professional medical intervention or additional assistance was required, and no immediate health effects were experienced during the event. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.